Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had protruded wire in the insertion tube. The event occurred during reprocessing and there were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the wire protruding in insertion tube was stress problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.